Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient changed out the transmitter due to not receiving any readings on the dexcom system. No medical intervention was reported. Additional event or patient information is not available.